Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 11, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint handpiece reveal that the plunger rod was advanced and the plunger rod tip was bent. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. The lack of damage in the lens module indicates that the plunger rod damage occurred after lens advancement. Device assembly was inspected, presenting with no issues. Plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported cracked lens with patient contact on a monofocal intraocular lens (iol). No further information was provided.